Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) asian with right sided heart failure was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had impella rp support due to decreased right ventricle function. While on support, the patient had hemolyzing labs. The decision was made to remove the impella. However, the patient expired when patient went into pulseless electronic activity and no attempts at cardiopulmonary resuscitation were performed. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The investigation into the reported hemolysis has been completed since the original report was filed. Insufficient data was returned for review. Data logs on (B)(6) 2024 showed pump ran without issue. Last few hours of the logs are not available. Product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.